Event description:
Emed product versarate plus set leaked from the fractured tubing while it was attached to hizentra (subcutaneous immunoglobulin) syringe resulting in loss of 20ml fluid. Leakage didn't come from the connection to the hizentra syringe.